Event description:
Information received indicates the bed has no functions working.

Manufacturer narrative:
The facility found the f5 fuse was blown. The facility replaced the fuse to repair the bed.